Event description:
The wearable was inserted into the arm on.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the wearable was inserted into the arm on (B)(6) 2025." H2 correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient stated they were taken to the intensive care unit (ICU) on (B)(6) 2025 due to low blood sugar around 20 mg/dl. The patient stated the cgm failed. They were in the ICU for two months. The patient declined to provide further information. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.